Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ sharps collector was missing a lid. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "one lid is missing."

Event description:
It was reported that the bd¿ sharps collector was missing a lid. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "one lid is missing."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received. The additional attempts to get more information were made however in none of the cases additional information was retrieved. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the lot number (1082902) reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. The complaint could not be confirmed and the root cause is undetermined.